Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was around 132 mg/dl. Reportedly, the customer was unable to load a cartridge successfully and had manual injections for alternate insulin therapy.